Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported during implant, that the patient's blood saturation levels dropped and the external pulse generator (epg) failed to capture. It was noted that it was not recalled which happened first. When the epg lost capture, it was replaced with another one in order to rule out an epg malfunction. Neither epg was able to capture the heart with the patient's condition. The implant procedure was cancelled due to the patient's condition. No further patient complications have been reported as a result of this event.